Manufacturer narrative:
Product analysis: analysis was able to partially confirm the customer comment that the programmer was unable to turn on. The programmer started up, but the touchscreen was not working, the screen did not react to the stylus due to a broken screen. It was also determined at analysis the stylus was not working, there was a cut in the stylus cable the overall shielding was visible. The left keyboard hinge was broken, and the upper handle was fractured. A handle update was required. Errors were found in the software history; the software was updated. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was unable to turn on. The programmer was returned into service. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.